Manufacturer narrative:
(B)(4).

Event description:
It was reported the device did not terminate a ventricular tachycardia episode along with delivering four unsuccessful shocks due to a discriminator incorrectly diagnosing the ventricular fibrillation rhythm as supraventricular tachycardia. Programming changes were recommended. No further information is available.